Manufacturer narrative:
Please note the expiration date is unknown. Complaint conclusion: as reported by the legal brief, the patient underwent implantation of a trapease permanent vena cava filter for the treatment for a deep vein thrombosis (dvt) and pulmonary embolism. The device was implanted below the level of the patient¿s renal veins. The device in the patient was positively identified by medical records. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease inferior vena cava (ivc) filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. Approximately 6 years post implantation, a scan of the abdomen to assess the ivc filter was performed that revealed the filter to be below the renal veins, probable non-occlusive thrombus within the ivc filter, and the ivc is otherwise patent. Per the patient profile form (ppf), the patient also reports suffering of mental anguish. The patient is suffering injuries to be determined by future scans. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent vena cava filter for the treatment for a deep vein thrombosis (dvt) and pulmonary embolism. The device was implanted below the level of the patient¿s renal veins. The device in the patient was positively identified by medical records. As of the present, the patient is still implanted with the implanted device, which is known to be dangerous and cause serious side effects. As the result of the trapease inferior vena cava (ivc) filter installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. Approximately 6 years post implantation, a scan of the abdomen to assess the ivc filter was performed that revealed the filter to be below the renal veins, probable non-occlusive thrombus within the ivc filter, and the ivc is otherwise patent. Per the patient profile form (ppf), the patient also reports suffering of mental anguish. The patient is suffering injuries to be determined by future scans. The filter remains implanted; thus, unavailable for analysis.